Manufacturer narrative:
Conclusion: since the valve has been implanted for 12 years, it¿s very unlikely that the regurgitation is due to any potential manufacturing issue. From the limited information received the valve remained implanted. Without the return of the valve for analysis, a root cause of the issue cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 12 years post implant of this aortic bioprosthetic valve, the device was replaced valve-in-valve due to severe aortic regurgitation. No additional adverse patient effects were reported.